Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 20 days after the dental implant installed in intraoral region #19, it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.